Manufacturer narrative:
Continuation of d10: product ID a810 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2021-mar-26, information was received from a healthcare professional (hcp), regarding a clinician programmer app. No patient symptoms or complications reported. It was reported the hcp was intermittently seeing service code "338 - connection interrupted" and stated this has happened maybe once a week for the last month and it was not with every case. The caller stated they had another tablet in their clinic and they did not get this code. The hcp stated they end the session after every patient. The hcp was contacted again and tablet logs were obtained.